Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) sometimes gets hot to the touch. It was also reported that the pdm battery is draining quickly.

Manufacturer narrative:
The device has been returned/received and the investigation has been captured under CAPA-000037 . Lot release records were reviewed and the product lot met all acceptance criteria.